Manufacturer narrative:
(B)(4) catalog number 0629451-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in italy underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, an endoscopy was done and the physician diagnosed that the internal bumper was incarcerated. The patient experienced buried bumper syndrome. It was decided to suspend the duopa therapy. It has been planned to release the bumper surgically and to remove the peg-j tube.